Event description:
It was reported that the customer has used the product for three day for her insulin pump site and the dressings keep coming off.

Manufacturer narrative:
We have now concluded our investigation into this complaint. As of today, no additional information or sample requested for this complaint has become available. Without further information we cannot progress our investigation or confirm the details supplied in this complaint. In the absence of additional information, our investigation remains inconclusive. At this time an exact root cause cannot be determined. If additional information becomes available in the future, this case will be reopened. A review of the associated batch manufacturing records was not possible due to no product code or lot number being supplied.